Event description:
It was reported that the pump exhibited error, cassette would not attach alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation with the device in multi-user mode whereby the device latch lock sensor could not detect when the cassette was attached or locked. Root cause of the reported issue is unknown, but an inoperable latch lock flex sensor circuit was detected. Needed action is to replace the latch lock flex circuit. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.